Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: we did receive performance data collected from the device and have analyzed the data. The recommended replacement time (rrt) was 20 12-10-19. The device rrt was less than or equal to 2.62 volt. The weekly battery voltage trend data showed a minimum battery of 2.64 to 2.62 volt between (B)(6) 2012. There was an alert for low battery voltage on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri). Premature battery depletion was suspected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.